Manufacturer narrative:
Failure analysis noted that the pump had motor grinding noise during rewind due to faulty motor assembly. The pump had scratched lcd window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Event description:
The customer reported a rewind anomaly. The incident was reported via phone call. Blood glucose at the time of incident was 186mg/dl. The customer stated that he heard grinding noises when he attempted to rewind. The grinding noise was intermittent but it happened thirty percent of the time. Troubleshooting was not performed. The customer was advised that the insulin pump will need to be replaced. The device was returned for analysis.